Event description:
The user facility reported that the 6mm misago stent collapsed in the common iliac. They were under the impression the doctor was placing in the sfa. The physician had to put a vbx stent in its place. They did a cut down on the left groin and restent. The procedure was successful. The patient's condition was stable, and they went home. The artery of the lower extremity was not previously treated. Lesion: left diseased limb; location sfa popliteal other cia. Calcification was moderate. Tortuousness was mild. Vessel diameter approximately (6 mm). Access site: other axillary. Lesion treatment history: post-dilatation: yes; pre-dilation: no. Additional information was received on 19mar2021. It was a r2p case.